Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was revealed that the implantable cardioverter defibrillator exhibited under-sensing during a ventricular fibrillation (vf) episode and subsequent inappropriate "return to sinus message" was indicated. The ventricular fibrillation episode was terminated due to under-sensing and inappropriate return to sinus detection. The under-sensing was intermittent and re-detection was noted. After re-detection in the second episode, atp was unsuccessful prior to charging and a shock was delivered successfully to restore normal rhythm. Programming changes were successfully made. The patient was stable and will continue to be monitored.